Event description:
It was reported that the cause of the myocardial infarction was likely embolic events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Information later received stated that the patient¿s myocardial infarction was thought to be caused by an embolic event. No changes to pump parameters were made. The patient was given lovenox and the issue was reportedly improving. The plan of care was to continue anticoagulation with lovenox until a repeat transesophageal echocardiography (tee) and then transition back to coumadin once the clot was resolved. The patient was reportedly alive and in stable condition. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and myocardial infarction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14dec2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented with chest pain. The patient was noted to have a non-st segment elevation myocardial infarction and aortic valve thrombus based on an echocardiogram and computed tomography angiography (cta). The patient's international normalized ration (inr) was subtherapeutic. The patient was treated with loyenox and was improving. The patient was considered stable and the plan of care was to continue anticoagulation with lovenox until a repeat transesophageal echocardiogram (tee) would be done. Once the clot was resolved the patient would be transitioned back to coumadin.